Event description:
The following was reported via ms&s: in 2005 or 2006 - the pt underwent umbilical hernia repair with kugel mesh. The pt reported she is experiencing pain, infections and problems with digestion because of her "intestines fluctuating."

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt reports pain and infection since the implant of the kugel patch. Although medical records have not been provided and the source of the alleged infection cannot be confirmed, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Product identifiers have not been provided, therefore a mfg review is not possible. Additionally, the mesh was not reported to be explanted. Without add'l info, no conclusion can be drawn.